Event description:
It was reported to philips that the footswitch was broken which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use at the time of event occurrence. The field service engineer (fse) visited onsite and found that the foot switch bracket was damaged. To resolve the issue, the fse replaced the wired footswitch and returned to philips for further analysis. According to the failure analysis, the failure can be identified with a visual test as broken bracket and anti-slip missing. Following replacement, the system was returned to service in good working order. The codes have been updated based on the investigation's outcome